Event description:
Initial and f/u info reported on 24-mar and 26-mar-2010 respectively by a dermik medical advisor from a physician via a sales representative were processed together. This non-serious spontaneous case from spain was forwarded by our local affiliate ((B) (4)): this case involves a male pt who received three treatments of poly-l-lactic acid (sculptra), with the first treatment given on (B) (6) 2009. Dates of second and third treatments were not mentioned. No add'l treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. After these three injections of poly-l-lactic acid therapy, the pt developed nodules (exact date nos). The nodules were diagnosed when the pt visited the physician on (B) (6) 2010. The pt is recovering. It is unk if any corrective therapy was provided. A ptc (pharmaceutical technical complaint) has been initiated (B) (4), (B) (4). Reporter's causality: possible. Add'l info received on 29-mar-2010 by the physician: base upon the f/u info received from a physician and upon medical review, this case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. This case involves a (B) (6) male pt who was injected with poly-l-lactic acid on (B) (6) 2009, (B) (6) 2009 and (B) (6) 2009. The pt experienced very important visible nodules in the areas treated with poly-l-lactic acid. The physician described the location of adverse event as follows: temples (nodules 0.3 x 0.3 cm), malar areas (2.5 x 3 cm), suborbital (approx 2 x 1 cm), and multiple nodules on the cheeks. At the malar area (cheekbones) they appear as a compact hard mass. At the infraorbital level there is discoloration of the skin observed. No biopsy was taken. According to the physician, the adverse event did not lead to permanent impairment of a body function or permanent damage to a body structure. The adverse event lasted more than 30 days, and there was no need for surgical intervention. According to the physician, after administration of oral corticosteroids the nodules have declined substantially and are no longer visible. Although they are palpable. Add'l corrective therapy: intralesional injection of: triamcinolone diluted to 50 %. Oral/intravenous corticosteroids: prednisone (dacortin) 30 mg in decreasing pattern for 15 days. Other treatments: ultrasound - current daily treatment. The pt is recovering. Treatment details: on (B) (6) 2009, dilution volume sterile water (5 ml) + lidocaine nos (1 ml) + adrenalin (0.01 ml). Batch number: (a 1022, exp. Date oct 2009). Region(s) injected: temples and malar area left and right. On (B) (6) 2009, dilution volume sterile water (5 ml) + lidocaine nos (1 ml) + adrenalin (0.01 ml). Batch number: (a 1022, exp. Date oct 2009). Region(s) injected: temples and cheeks left and right. On (B) (6) 2009, dilution volume sterile water (5 ml) + lidocaine nos (1 ml) + adrenalin (0.01 ml). Batch number: (1a 1022, exp date oct 2009). Region(s) injected: malar area left and right.